Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
It was reported through stryker facebook page: "I had mine done almost a yr ago.. Its a rough go not gonna sugar coat it... It hurts.. Pt hurts.. Just walk on it as much as you can.. You start with a walker maybe a week then a cane.. The walking is important to get it moving!"